Manufacturer narrative:
Based on the claim against the product by the customer noting the clip applier would not fire properly, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier was analyzed and the complaint regarding the clip applier not firing properly was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed clip test. The instrument was fully functional. No product issue was identified. Additionally, the instrument was found to have an input disk broken. Input disk #6 was found broken into pieces inside of the housing.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, medium-large clip applier did not fire properly. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the procedure was a cholecystectomy. The clip applier would not fire when trying to apply the clip onto the duct.